Event description:
It was reported that the insertable cardiac monitor (icm) incorrectly provided an atrial fibrillation (af) diagnosis while the patient was in normal sinus rhythm with premature atrial complexes. No intervention was reported. The patient condition was stable.